Event description:
It was reported that the pump was not charging correctly. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support and is in the process of obtaining a new device as the current one is out of warranty.